Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) number: k101880.

Event description:
It was reported that the dental implant fractured in the patient's mouth. The implant was subsequently explanted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported dental implant was received for investigation. Visual inspection of the as returned product identified fracturing along the implant collar and threads. The reported device was located on tooth # 18 and was used for approximately 7 years. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fracture. The product was returned and the reported complaint is confirmed through visual and physical inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI. G4: date received by manufacturer. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes.